Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient received a vibratory alert on the device. High pacing lead impedance, loss of ventricular capture, and a drop in r-wave sensing was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2018. The patient was stable following the procedure and would be followed normally.